Event description:
It was reported that the insulin pump alarmed an error and had unresponsive keypad and buttons. Troubleshooting was performed and the customer was asked to change the battery. But the issue persisted and the customer could not clear the alarm. Hence, the alarm history could not be reviewed. The customer's blood glucose was 9.5 mmol/l. The discontinuation of the insulin pump was advised. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. Unable to perform a21 error test, self test or displacement test due to button keypad anomaly. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.